Event description:
It was reported that the user experienced hypoglycemia earlier in the day, overcorrected, then observed hyperglycemia into the 300 mg/dl range and administered a manual 2-unit subcutaneous insulin injection by pen without disconnecting or pausing the ilet device; at the time of contact the blood glucose was 173 mg/dl and trending downward, and education was provided to disconnect and place the device on pause for two hours before reconnecting if giving an external injection. Symptoms included low blood glucose followed by high blood glucose. Outcomes included transient hyperglycemia that was monitored without alarms, hospitalization, or emergency care. Investigation included customer interview, product-use review, and troubleshooting with user education. Investigation of this case revealed use error related to concurrent external insulin dosing while the ilet remained active, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user error and use of the device in a manner inconsistent with labeling.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.